Event description:
Per the clinic, it was reported that the patient experienced pain and poor performance with the device from onset. Subsequently, the device was explanted on (B)(6) 2020. It I unknown whether the patient was reimplanted, as of the date of this report.